Manufacturer narrative:
(B)(4). Based on the initial triage of the returned device, the device was in use at the time of the alleged event. Investigation into this complaint is in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint alleges "patient in the medical ICU was getting central triple lumen placed by provider with sterile drape and environment in place. When provider flushed white port of triple lumen catheter the white connector fell off leaving just the clear tubing part. The catheter was switched for another and the procedure continued without incident." There was no report of patient injury or delay in therapy.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen catheter and the product lid stock for evaluation. The proximal extension line was missing the luer hub which was not returned for evaluation. The catheter showed evidence of use in the form of dried blood. Visual examination confirmed that the luer hub had separated from the proximal extension line. The separation point on the extension line body was square, uniform and smooth indicating a tear is unlikely. The separation point on the luer hub could not be examined as it was not returned. Possible adhesive residue was observed on the proximal extension line body adjacent to the separation point. Significant dried blood was observed inside the body of the proximal extension line. The inner and outer diameter of the proximal extension line, along with the catheter body length were measured and all were found to be within specification. The length of extension line from the catheter juncture hub measured 142 mm which is slightly higher than the nominal value of 135 mm per catheter product drawing, indicating a portion of the extension line body present was likely recessed within the luer hub. A manual tug test confirmed the distal and medial extension lines are secure. A device history record review was performed on the catheter including the proximal extension line and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit cautions the user "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance. Alcohol should not be utilized to declot polyurethane catheters." The IFU also contains the cautions "to minimize the risk of damage to extension lines from excessive pressure, each clamp must be opened prior to infusing through that lumen" as well as "to minimize the risk of cutting the catheter do not use scissors to remove the dressing." The report that the luer hub separated from the catheter was confirmed by visual examination of the returned sample. Visual examination revealed the proximal luer hub was separated from the extension line body and the separation point on the extension line was square, uniform and smooth. This indicates a tear was unlikely however a probable cause could not be determined as the separated luer hub was not returned for evaluation. The catheter and extension line met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Although the defect was confirmed, the probable cause could not be determined from the available information and without the luer hub to evaluate. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "patient in the medical ICU was getting central triple lumen placed by provider with sterile drape and environment in place. When provider flushed white port of triple lumen catheter the white connector fell off leaving just the clear tubing part. The catheter was switched for another and the procedure continued without incident." There was no report of patient injury or delay in therapy.